Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/22/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one open folder with one unused needle suture combinations outside the foil packet was received for analysis. Product code vcp372h. During the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture was examined along the strand and no abnormalities or concerns related to pull-off were identified during the evaluation. As the suture is absorbable and the duration and conditions of environmental exposure could not be determined, functional testing was not performed. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: how many devices demonstrated the alleged deficiency? According to the customer, it occurred with several threads from this package. Please clarify: did the suture break? No. Or did the needle pull off from the suture? Yes, the needle pull off from the suture. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No, n/a. If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? No. Please provide the product return status tracking # (B)(4). Additional h11: was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 5, action taken when event occurred? --> ein neuer faden wurde genommen, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(4). Device property of -->none, device in possession of -->none. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a hip procedure on (B)(6) 2026 and suture was used. During the procedure, the thread has broken off the needle multiple times. No adverse patient consequences were reported. Additional information was requested.